Event description:
Same case as mfg. Report # 2134265-2010-01517. It was reported that during an unspecified procedure, foreign material was seen on a guide wire. The zipwire was "slimier than normal", and foreign material on the wire was reported. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)